Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty procedure a stent was unable to cross the lesion. The target lesion was located in the left circumflex artery. The 2.75 x 6 mm taxus liberte mr stent delivery system was advanced, but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed the stent moved on the balloon.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: returned product consisted of a taxus liberte stent delivery system (sds) and no stent and with the product mandrel partially loaded. There was contrast in the inflation lumen. The presence of contrast in the inflation lumen, and the position of the product mandrel suggest the product mandrel was replaced after the reported failed attempt to cross the target lesion. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was loosely folded which is consistent of having some positive pressure applied. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent detachment and tip damage. A thorough analysis of the returned device could not confirm the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).